Manufacturer narrative:
A1: patient identifier: requested, not provided due to patient confidentiality and privacy reasons. A2: age & date of birth: requested, not provided due to patient confidentiality and privacy reasons. A3a: sex: requested, not provided due data to patient confidentiality and privacy reasons. A4: weight: requested, not provided due data to patient confidentiality and privacy reasons. A5: ethnicity: requested, not provided due data to patient confidentiality and privacy reasons. A6: race: requested, not provided due data to patient confidentiality and privacy reasons. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The complaint cannot be confirmed for a device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The footplate did not deploy. When the doctor pulled back the device, the unit came out without the footplate deploying. Manual pressure was applied, and upon inspection, the footplate was still within the device. The procedure was completed successfully. There was no serious injury. There was no intervention to prevent permanent injury.